Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The de novo target lesion was located in the right coronary artery (rca). A 3.5-6 fr non-bsc guide catheter was used and cannulated at rca. A non-bsc guide wire was used to cross the target lesion and predilated with a 3.5x 38mm unspecified balloon catheter. A 2.50mm x 38mm promus element plus stent was selected to treat the lesion; however the device would not cross the lesion. The physician tried to retrieve the device back to the guide wire. It was noted that the stent got flared. The whole system along with the stent was retrieved back to the radial sheath. A 3 x 38mm non-bsc drug eluting stent was deployed. Another 3.5 x 32mm promus element plus stent was deployed at the osteo proximal lesion at 14 atmospheres for 30 seconds. Post dilatation was performed using a 4 x 8mm non-bsc balloon catheter for optimum stent deployment and timi-iii flow was achieved. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the hypotube was kinked at 16cm distal to the strain relief. The crimped stent was pulled from the balloon, resulting in the proximal edge of the stent being positioned over the distal markerband. The stent struts were stretched and misaligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the physician did attempt to withdraw an unexpanded stent back through the guide and the dfu instructs; "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guide catheter should be removed as a single unit. An unexpanded stent should not be subsequently moved in and out through the distal end of the guide catheter as stent or coating damage or stent dislodgment from the balloon may occur". (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The de novo target lesion was located in the right coronary artery (rca). A 3.5-6 fr non-bsc guide catheter was used and cannulated at rca. A non-bsc guide wire was used to cross the target lesion and predilated with a 3.5x 38mm unspecified balloon catheter. A 2.50mm x 38mm promus element plus stent was selected to treat the lesion; however the device would not cross the lesion. The physician tried to retrieve the device back to the guide wire. It was noted that the stent got flared. The whole system along with the stent was retrieved back to the radial sheath. A 3 x 38mm non-bsc drug eluting stent was deployed. Another 3.5 x 32mm promus element plus stent was deployed at the osteo proximal lesion at 14 atmospheres for 30 seconds. Post dilatation was performed using a 4 x 8mm non-bsc balloon catheter for optimum stent deployment and timi-iii flow was achieved. No patient complications were reported and the patient's status was stable.